Event description:
It was reported that customer experienced an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer turned off pump and temporarily returned to manual insulin injections. Attempts were made to follow-up with the customer, however, no response was received.